Event description:
It was reported the pump alarmed "no cassette" after 17 hours of operation. The patient's mother tried to troubleshoot by taking actions such as, pressing the next button, verifying the data, and restarting. These troubleshooting measures were taken to no avail, and a cassette change was necessary. In addition to the above, the patient's mother also noticed that the alarm was activated "...every time her child got in the car." No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd cassette was returned for evaluation. No discrepancies were found upon visual inspection of the device. The cassette was successfully attached to a cadd pump without any alarms activated. The customer complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.